Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the during morning checks, the system was rebooted and would not fully shut down or boot back up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system did not boot up as the flexvision-pc did not start. The fse confirmed that the solution for the medical device correction (z-1151-2024/z-1144-2024/z-1156-2024) alone would not solve the reported issue. The fse solved the issue by replacing the flexvision-pc, loading the software and testing the system. The returned part has been analyzed, however; no failure was found. After the replacement of the flexvision-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.